Event description:
Additional information clarified that the patient initially had an ¿ulnar¿ stimulator. This was then replaced with stimulator in this report. This device was implanted in the shoulder area and became infected. The device was replaced.

Event description:
It was reported that the patient's device was removed due to an infection. The patient noted that the device was explanted about a month prior to the report. It was further noted that the patient had a new device implanted in the same pocket and chest wall. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).